Manufacturer narrative:
Result: the aspiration tubing off/on switch lumen was blocked with an unknown material. Conclusion: the complaint has been evaluated. The complaint indicates that there was no suction coming through the aspiration tubing. Evaluation of the returned product confirmed this complaint. The aspiration tubing was connected to an aspiration pump and no vacuum pressure was observed through the tubing. It appears the material that was used inside the lumen of the off/on switch folded, and blocked the flow of vacuum pressure. The cause of this complaint cannot be determined. These off/on switches are outsourced to a component supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system max aspiration tubing. During the procedure, the physician found that there was no suction in the aspiration tubing. The aspiration tubing was removed and the procedure successfully continued using new aspiration tubing. There was no report of an adverse effect on the patient.